Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was unresponsive and failing calibration with a no touch detected error. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) was informed by the customer biomedical engineer (bme) that there was no damage or residue on the touchscreen. The rse advised the customer to reference the service manual revision r for the repair. The customer was provided with the replacement part information for a touchscreen. In a good faith effort (gfe) response from the customer received on 21jun2023, it was stated that the part was ordered through a 3rd party part seller. After the part arrived at the customer site it was installed and did not work correctly at first. The customer had to complete a touchscreen calibration in service and the touchscreen began to work correctly. It was confirmed that all issues were corrected and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.